Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic amplitudes. The smartpass feature had programmed itself off due to the low amplitudes. Also, the shock impedance was low but within normal limits. The local representative has checked the device and performed an auto-setup. There were no additional adverse patient effects. The system remains implanted.